Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level (bg) was elevated (454 mg/dl). Pump supplies were changed and a manual injection was administered to correct the elevated bg level. Reportedly, "bubbly insulin" was observed coming out of cannula when inspecting supplies. The contact did not have pump available at the time of report. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer; however, customer did not respond.